Event description:
It was reported that an error code was displayed on the 6600 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive with flash drive upgrade, the software disk and the key. The system was tested and found to be working as intended and placed back into service.